Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 alaris pc flashing to older version. Account name: (B)(6) medical center [(B)(6) medical center]. Account #: (B)(6). Asset name: 8015ls pcu dom v9.19.1.2 a/b/g/n. Contact:(B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: customer is attempting to flash alaris pc to older version and receives an error message "pc is fips enabled, please refer to cf card flashing procedure" . Sn: (B)(4). Case resolution: flashing logic board; gave part number to extender board with compact flash cards. Let him know to contact us once he gets these parts. Transfer to com for official price quote.